Event description:
It was reported that the implantable cardioverter-defibrillator (ICD) exhibited non-sustained post-sensed t-wave over-sensing. No programming changes were made. There were no patient consequences.

Manufacturer narrative:
Additional information: e1, g2.